Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of the solution past the filters of an unspecified quantity of clearlink system continu-flo solution sets. It was further reported that when the no flow occurs then there is backflow of patient blood into the tubing. The sets were used with a baxter infusion pump. This issue occurred during patient infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported conditions could not be observed via the provided photograph and due to the nature of the sample no additional testing could be performed. Therefore, the reported conditions were not verified. Should additional relevant information become available, a supplemental report will be submitted.